Event description:
"The leakage in company with bleeding occurred from the pinhole at (the) squeeze flush. The patient had used (the device) for a week and (the) frequency of flushing was four times everyday. There was no report of harm to the patient." Further information stated that the device was disconnected and removed. Although requested, no additional information was provided.